Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently on (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. On 0(B)(6) 2026, the patient received a low glucose alert from the cgm; however, she was unable to recall the exact value. She did not experience typical symptoms of hypoglycemia but, believing her glucose level to be low based on the cgm reading, consumed sugar and fluids to correct it. The patient subsequently went to sleep without confirming her glucose level via a fingerstick measurement or verifying stabilization of her readings. Upon waking on (B)(6) 2026, the patient reported feeling disoriented, and the sensor had already stopped functioning. Family members observed changes in her behavior and brought her to the hospital for evaluation. A fingerstick measurement at that time indicated a blood glucose level of approximately 1100 mg/dl. The patient was treated with intravenous insulin as well as subcutaneous insulin. She also received heparin injections, although the indication for this treatment was not reported. The patient was discharged after two days of hospitalization. No further medical evaluation or intervention was documented. At the time of reporting, the patient continued to experience some confusion and had difficulty recalling specific details of the event; however, she was understood to have stabilized following the hyperglycemic episode. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator on (B)(6) 2026. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2026. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.